Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked from the &#49486;d cap of filter.&#55316;his occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 5/11/15 to 5/12/15. The device was returned for evaluation. Visual inspection and functional testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.